Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: an inferior vena cava filter was deployed via the right internal jugular vein secondary to recurrent pulmonary embolus despite anticoagulation, recent gastric bleeding ulcer with contraindication to anticoagulation. Venogram demonstrated patency of the ivc, no caval thrombus or venous anomalies, with appropriate placement of the filter in the infrarenal position. Approximately three weeks post deployment, the patient presented to the emergency room with complaints of swelling/pain in the legs and back pain. A week prior to this the patient reportedly had a small spontaneous retroperitoneal hematoma. An ultrasound from outside facility showed thrombotic occlusion from the external iliac veins bilaterally down to the tibial vessels. The patient had not been on anticoagulation. Based on physical exam caval occlusion most likely due to previously placed ivc filter. The next day ((B)(6) 2015) the patient underwent ilio-caval venography with mechanical thrombolysis and was noted to have extensive, occlusive bilateral iliac and infra-filter caval occlusive deep vein thrombosis extending from the filter apex to the bilateral lower extremities. Mechanical lysis performed restoring flow within the infra-filter ivc, right and left iliac veins. Approximately seven months post ivc deployment ((B)(6) 2016), the patient underwent a successful retrieval of the filter via the right internal jugular vein access. The patient tolerated the procedure well. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three weeks post deployment, the patient presented to the emergency room with complaints of swelling/pain in the legs and back pain. An ultrasound from outside facility showed thrombotic occlusion from the external iliac veins bilaterally down to the tibial vessels. The next day, the patient underwent ilio-caval venography with mechanical thrombolysis and was noted to have extensive, occlusive bilateral iliac and infra-filter caval occlusive deep vein thrombosis extending from the filter apex to the bilateral lower extremities. Mechanical lysis performed restoring flow within the infra-filter ivc, right and left iliac veins. Therefore, the investigation can be confirmed for occlusion of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced caval thrombosis and deep vein thrombosis. The device was removed percutaneously. The status of the patient is unknown.